Manufacturer narrative:
The customer¿s complaint of a leak at the pumping segment could not be confirmed because the product was not returned for failure investigation. Requested patient demographics however customer decline to answer. The root cause of this failure was not identified.

Event description:
The customer reported that the patient called the rn and stated ¿there was leaking from the alaris pump module door on to the floor¿, upon closer examination from the rn, a leak was observed at the pumping segment when infusing either chemotherapy or normal saline. It was reported by the rn that it is unknown if there was patient harm at the time of the leak, "unsure if the fluid were IV solutions normal saline or chemo related¿, the rn proceeded with the chemo protocol spill. The event occurred on the adult unit , no further event details provided by the customer per facility's policies related to privacy and confidentiality.